Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: transcatheter pulmonic valve pb1018, implanted (B)(6) 2015; 4965-25 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance >9,999 ohms and loss of capture. A lead fracture was suspected. The patient was given isoprel to maintain acceptable heart rate. The lead was capped and replaced. No further patient complications have been reported as a result of this event.